Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level.